Event description:
I am a 57 year t1 diabetic with hypoglycemic unawareness so I have to depend on my continuous glucose monitor (cgm) to inform me when my blood sugar is low or falling. On (B)(6) 2024, after watching the super bowl, I went upstairs to bed. I walked up 10 steps, passed out from low blood sugar, and fell backwards down the stairs. I laid unconscious on my entry room floor for about 2 hours before I came back around. I was home alone, badly hurt and my phone had fallen out of my pocket when I fell. It took me about 45 minutes to scoot my broken body and bleeding head into my kitchen to have my alexa call for help for me. My cgm never alerted me, but about 30 minutes after I fell it did alert my husband, who was at the super bowl, that my blood sugar was low. He said that he called me multiple times but I was unconscious on the floor and unable to hear my phone or answer it. I had my alexa call my cousin for help and she came right over and called the paramedics who took me to the nearest trauma center. Since then, my cgm manufacturer has updated their products to new versions and I am still having multiple problems with them being offline for 12 hours at a time to them not notifying me when my blood sugar is dropping or low. I am unable to go 11 hours without knowing what my blood sugar is and I have continued to pass out and fall. I have seen at least 25 different doctors since I fell and had so many different tests taken, too many to list here.